Event description:
A malfunction alarm 20 was reported on the pump during the pumping operation. There was no reported adverse impact on the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge, but the cartridge alarm persisted. Consequently, technical support arranged for a pump replacement. The customer was instructed to use multiple daily injections (mdi) as a backup insulin delivery method.